Event description:
A low reading issue was reported with the adc device. Caller reported unspecified low sensor readings, with the customer experiencing symptoms of vomiting, coughing, and weakness. The customer was admitted to the hospital for ¿more than a week¿ with diagnosis of diabetic ketoacidosis (dka), and administered ¿4 ivs", lantus insulin, humalog insulin, augmentin (amoxicillin), losartan (antihypertensive), rosuvastatin (statin), and aspirin for treatment. Sensor readings of 93 mg/dl, 58 mg/dl, and 156 mg/dl were reported compared to laboratory results of 188 mg/dl, 192 mg/dl, and 208 mg/dl, taken unspecified amount of time apart. Healthcare meter result of 132 mg/dl against sensor reading of 65 mg/dl was also reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor ((B)(4) ) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed and the test passed. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.